Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic oophorectomy. During the case, whilst attempting to seal and cut one of the fallopian tubes, the voyant jaws got stuck and would not cut or open again. The surgeon was forced to open another hand piece to cut closer to the uterus in order to remove the faulty hand-piece. On inspection of the device it appears that when its held upright, the jaws will not open. However when turned upside down, they will. The device has been retained for inspection, but protocol for the trust is that the device may need to go to (B)(4), and we collect it from there. Type of intervention: na. Patient status: no injury occurred with this event. Recovering normally.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.